Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B)(4).

Event description:
It was reported that patient underwent a total knee arthroplasty procedure utilizing a femoral box mill and femoral box reamer on (B)(6), 2010. During the procedure, the box mill was cracked as the surgeon was using the malle to place it on the patient. It was also reported that the tip of the box reamer fractured as the doctor was reaming the femur. The box mill was able to be used and another box reamer was available to complete the procedure without injury to the patient. However, a delay of greater than thirty minutes occurred as a result.

Event description:
It was reported that patient underwent a total knee arthroplasty procedure utilizing a femoral box mill and femoral box reamer on (B)(6), 2010. During the procedure, the box mill was cracked as the surgeon was using the mallet to place it on the patient. It was also reported that the tip of the box reamer fractured as the doctor was reaming the femur. The box mill was able to be used and another box reamer was available to complete the procedure without injury to the patient. However, a delay of greater than thirty minutes occurred as a result.

Manufacturer narrative:
Evaluation of the returned component found that it looks relatively new, with sharp cutting edges and few wear marks. The fracture surfaces are granular and the tip surface artifacts are consistent with a possible fatigue fracture. (B)(4).